Manufacturer narrative:
The implicated belmont rapid infuser and the disposable set were returned for eval. We have tested the rapid infuser several times and found no problems. The system had shut down due to over temperature, as it is designed to do: whenever fluid from the heat exchanger reaches our specified limit, the system stops pumping and heating and closes off the line to the pt. The volume of tubing between the temperature sensor and the pt is 45 ml so that none of the over temperature fluid could have reached the pt. We believe that clot formation inside the heat exchanger blocking flow was the most likely cause of the system/heat exchanger overheating rather than a system malfunction. Our company (B)(4), (B)(4) of sales and marketing, (B)(4), and clinical specialist met with the lead anesthesiologist for liver transplants at this hospital after we rec'd the reports. We are diligently working with this hospital trying to find the root cause. Our clinical specialist and the engineering project manager spent several days, observing various operations, attempting to find the root cause. At this time, we are unable to find any problems with our system but we learned that: magnesium was sometimes added into the large reservoir containing blood. Fluid contained within this reservoir is pumped into the disposable set heat exchanger; calcium was infused into the pt but we did not know if it was infused into the same catheter; calcium was tested positive at the pt line at least once. There should not be any calcium in the pt line; and despite warning to discard the overheated infusates this hospital was reusing them. The large volume reservoir used in most major procedures has a 160 micron screen filter. By contrast, the spacing between the flat rings of the heat exchanger is about 750 microns. All solutions must pass through the filter before the heat exchanger. This implicates a soluble factor that changes form after passing through the filter has occluded the rings of the heat exchanger. Therefore, coagulation within the disposable set is the most likely explanation. (B)(4). The complaint listed above is non-existent.

Event description:
.